Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior the procedure, interrogation revealed that the right atrial lead exhibited low sensing and loss of capture. Fluoroscopy revealed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2020. The patient was stable.